Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.00 x 28, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.00 x 28 synergy ii des drug-eluting stent was advanced for treatment but it failed to cross the lesion. The device was removed and it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. There was no patient complications reported and the patient status was stable.